Manufacturer narrative:
The reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, a curved opening, wear abrasion and white particles. A leak test was performed which identified a leakage per yellow particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. A microscopic analysis identified: a linear sharp opening on valve bond edge assessed as an unidentified(tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified(tear) opening and particles in the fill channel assessed as a particle leakage.

Event description:
Patient reported a right-side deflation. Device has been explanted.